Event description:
Biomed called to report that the occlusion alarm failed to work as expected. He reported that a nurse had started an infusion of nitroglycerin to reduce pt's blood pressure. It was reported that she did not undo the upper roller clamp on the tubing when the infusion was started. An hour into the infusion, the nurse noticed that the roller clamp was still on and that no medication had infused. The reporter stated that the nurse expected the occlusion alarm to sound when the roller clamp was left on. The nurse got a new device and started the infusion on the pt without problems. The pt received extra monitoring during the start of the new infusion but no pt harm occurred; no medical intervention was required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The pump module has been received and the eval is pending. A follow-up report will be submitted with failure investigation results once the eval has been completed.